Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the tip of the lead would not extend. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead was distorted due to kinking/buckling. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched causing the inner insulation buckled. The helix could be extended. But it couldn't be completely retracted, and turns was out of specification. Helix visible bent in extending position. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin due to buckling of the inner insulation. The helix bent also contribute to the complaint of helix extension. If information is provided in the future, a supplemental report will be issued.